Event description:
It was reported that the user received an ¿unable to proceed¿ message when announcing a meal on the ilet and subsequently entered multiple additional meal announcements that each failed to deliver beyond approximately 10¿13 percent until troubleshooting was performed; logs were synced and the user was guided to replace all infusion supplies and the cartridge, after which insulin therapy was resumed. Symptoms included hyperglycemia. Outcomes included return of blood glucose to target range after supply and cartridge replacement, with instructions to continue monitoring. Investigation included review of synchronized device logs and stepwise troubleshooting with infusion set and cartridge replacement for a steel 6 mm c/d infusion set. Investigation of this case revealed a probable infusion delivery interruption related to the infusion set, connector, or tubing that resolved after replacement, consistent with known infusion site or supply-related delivery issues. It was concluded, based on previously established findings for similar reports, that the cause was user-managed corrective action addressing an infusion pathway issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.